Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: it was performed the DHR, quality notification and maintenance analysis and no quality occurrences were observed. We inform for bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. According to the internal bd procedures for the situation, a research process was initiated involving bd (B)(4) and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened a corrective and preventative action and a situation analysis, several activities for a depth analysis of the problem and understanding of their potential causes is being conducted. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Among the activities planned for the investigation process of the problem are the following evaluations: ¿ development of an analytical method to measure the tip circumference deformation with accuracy; ¿ include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; ¿ parameters and mold changes to guarantee the product specification changes in order to correct tip deformity. 1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: due to the severity of the problem, will be considered the evaluations already performed on complaint samples and functional tests performed. 3 - DHR review: it was verified the batch record and the process inspections were performed at properly frequency. 4- qn review: no quality notification (qn) were found in the batch informed. 5 - maintenance review: no maintenance record were found. 6 - conclusion: it was performed the DHR, quality notification and maintenance analysis and no quality occurrences were observed. We inform for bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. According to the internal bd procedures for the situation, a research process was initiated involving bd brazil and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened of the CAPA # (B)(4) and situation analysis # (B)(4) and are being several activities for a depth analysis of the problem and understanding of their potential causes. Among the activities planned for the investigation process of the problem are the following evaluations: ¿ development of an analytical method to measure the tip circumference deformation with accuracy; ¿ include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; ¿ parameters and mold changes to guarantee the product specification changes in order to correct the tip deformity. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. According to the investigation plan defined and tests results found until this moment, the potential cause for the defect would be related to a deformity in the syringe tip due the production process in molding step.

Event description:
It was reported that bd plastipack¿ 10ml syringe had an air bubble in the syringe. No report of injury or medical intervention. No report of blood exposure to mucous membrane. It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with an air bubble. It was stated by the user "when the vein was punctured and blood was collected with the syringe, the blood was collected with air bubbles.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
"It was reported that bd plastipack¿ 10ml syringe had an air bubble in the syringe. No report of injury or medical intervention. No report of blood exposure to mucous membrane. It was reported with the use of the bd plastipak¿ syringe luer-lok¿ there was an issue with an air bubble. It was stated by the user ""when the vein was punctured and blood was collected with the syringe, the blood was collected with air bubbles.¿ there was no report of injury or further medical intervention."